Event description:
Customer reported that pump screen was dark and would not turn on, with red led flashing every 30 seconds and pump beeping and vibrating every three minutes. Blood glucose level remained between 54-500mg/dl, which did not require further questions. As corrective action, tandem technical support arranged to replace the pump under warranty, and the customer was instructed to use multiple daily injections as a backup therapy. Customer was advised on storage mode procedures and acknowledged instructions to return the problematic pump with a pre-paid label within ten days.